Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received high readings and treated herself based on those readings. She subsequently had a hypoglycemic event requiring emergency medical intervention of intravenous glucose to elevate her blood sugar. The meter will be returned for evaluation.